Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported that roughly two days into impella cp support, the patient developed a gastrointestinal bleed. Blood products were given to manage the bleed. Two days later, decision was made to withdraw care and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome